Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). The investigation results will be provided in final report.

Event description:
It was reported that patient had stenosis of outflow graft. During investigation and CT (computed tomography) scan confirmed limitations at distal part of outflow graft. Patient was also experiencing multiple low flow alarms. It was also stated that patient returned back to operating room for surgical reopening and revision of lvad (left ventricular assist device) outflow graft. During opening of sternotomy, surgical team found anatomical structures (etiology not confirmed) which compressed lvad outflow graft externally. Immediately after opening sternotomy, lvad flow improved to normal (confirmed by intra-operative echo) and after removal, surgical cleaning and debriment, the patient was stable and transferred back to ICU (intensive care unit). There was no manipulation with lvad system.